Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 250cc mentor siltex round moderate profile saline breast prostheses, suffered breast asymmetry with the right breast larger than the left breast, bilateral breast ptosis (baker grade ii) and left breast implant deflation. The deflation was diagnosed via visual examination. As a result, on (B)(6) 2019, the patient underwent bilateral removal and then bilateral replacement with the following devices: (left) 250cc mentor smooth round moderate plus profile saline catalog: 3502250 lot: 7729740 sn: (B)(4) and (right) 250cc mentor smooth round moderate plus profile saline catalog: 3502250 lot: 7295046 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left side has been reported under mrn: 1645337-2019-18539.